Manufacturer narrative:
The device was discarded. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : overheating battery pack and smoking probable root cause for smoke smell or flames coming from device : 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components probable root cause for overheating: 1. Material/design error 2. User error probable root cause: 1. Severe shipping conditions 2. Material/design error 3. Damaged equipment 4. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the buttons get suck and it overheats the battery pack and it starts smoking. The only way to get it to stop is to cut the power cord. Therefore, there was a thermal event.

Event description:
It was reported that the buttons get suck and it overheats the battery pack and it starts smoking. The only way to get it to stop is to cut the power cord. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.